Event description:
Legal notification indicates that the patient underwent a cesarean section surgery. During the cesarean section, the grounding pad was placed on the patient's right thigh, the procedure was performed under general anesthesia. The patient was caused to suffer severe & permanent electrical burns & injuries to her right leg & thigh. Post-op examination failed to diagnose & treat patient's electrical burns. Instead, misdiagnosing the injury as a bruise. Subsequently, the patient rec'd care & treatment at various clinics for the treatment of electrical burns which became infected. Requiring multiple surgical debridements and skin grafts.